Manufacturer narrative:
(B)(4) lens flipped and inserted upside down. Evaluation: method: other - lens work order search. Results: other - visual inspection of the returned product found piece of haptic plate torn off and missing. Lens was returned dry in vial. There was evidence of dark surgical residue on lens surface. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusions can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a micl 12.6 mm implantable collamer lens in the patient's right eye. During insertion, the lens flipped and was inserted upside down into the eye. The lens was removed with no widen incision and no suture. No patient injury. Another same model and size lens was implanted.